Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic dissection using two gore® tag® thoracic endoprostheses. The diameter of the aortic aneurysm was 60mm pre procedure. The physician performed a right axillary artery-left common carotid artery-left axillary artery bypass before implanting stent grafts. Two stent grafts (tg3115/7302534, tgt3715/7216380) were then deployed. An estimated amount of blood loss during the procedure was 1000ml. Any endoleak and/or other adverse events did not occur to the patient post procedure. On (B)(6) 2010, a follow-up imaging revealed a distal type I endoleak. The physician did not perform any reintervention at that time, and the aneurismal diameter was 60mm, which did not change since the initial procedure. The patient was discharged of the hospital one day post follow-up visit. On (B)(6) 2010, the patient was implanted with an additional stent graft to treat the distal type I endoleak. On (B)(6) 2010, in the patient¿s 6-month follow-up visit, the endoleak had been resolved and any further adverse events did not occur to the patient. The aneurismal diameter was 60mm, which was unchanged since the last follow-up visit. In the patient's 1-year and 2-year follow-up visits, any endoleak and/or adverse events had not been reported. The aneurismal diameter had also been unchanged since the last follow-up visit.